Manufacturer narrative:
The replaced pcb mobi was available for investigation. A functional test revealed that the coma processor (communication master) was not functional. As a result the dima processor (display master) initiated a ¿gas mixer + vent fail¿ alarm upon start-up of the device. Due to the failure of the processor the electronic logfile which is stored on this pcb could not be captured. Consequently it was impossible to reconstruct the reported case in detail but based on the test result it can be concluded that the processor failure was the root cause for the reported problem. In case of the reported failure, manual ventilation including the o2 emergency flow and agent delivery will still be available to continue the case even if the device is completely switched off. The failure was fixed by replacing the pcb. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the device failed during a case. No operation was possible anymore as the display was frozen. The patient was ventilated manually. No injury reported.